Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for suction problem, and difficult to remove. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv biopsy instrument allegedly experienced suction problem, and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age and weight of female patient were not provided.